Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken pneumatic switch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2011. During set up for the procedure, it was noted that the plastic air switch was broken off the back of the motor drive unit. A second motor drive unit was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) broken pneumatic switch. Conclusion (B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.